Manufacturer narrative:
This report contains correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited acceleration of a patient initiated ventricular tachycardia (vt) to a ventricular fibrillation (vf) by delivering anti-tachycardia pacing (atp). Technical services (ts) reviewed the presenting electrogram and noted the vf was very fine which led to undersensing and pacing into it. Ts also noted that due to the undersensing shock therapy delivery was delayed. The patient rhythm was successfully converted with shock therapy. Ts was consulted and recommended further in clinic evaluation to adjust sensitivity. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited acceleration of a patient initiated ventricular tachycardia (vt) to a ventricular fibrillation (vf) by delivering anti-tachycardia pacing (atp). Technical services (ts) reviewed the presenting electrogram and noted the vf was very fine which led to undersensing and pacing into it. Ts also noted that due to the undersensing shock therapy delivery was delayed. The patient rhythm was successfully converted with shock therapy. Ts was consulted and recommended further in clinic evaluation to adjust sensitivity. This device remains in service. No additional adverse patient effects were reported.